Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture the day after it was implanted. The patient had reported syncopal event. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture the day after it was implanted. The patient had reported syncopal event. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported. Additional information received indicated that this rv lead lost capture with high thresholds which would lead to rapid battery replacement, so the physician decided to implant a new rv lead because patient was dependent on it.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.